Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a, as the lens was not implanted. Section d6b - explant date: n/a, as the lens was not implanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found, and no escalation was required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after opening the sterile preloaded intraocular lens (iol) and preparing it, the injection mechanism jammed, resulting in damage to the lens. Therefore, the iol was unusable. No additional information was received.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 20-mar-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found partially advanced to a lens that was observed to be stuck in the cartridge tube. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating an inadequate amount of ophthalmic viscoelastic device (ovd) may have been used which could contribute to the complaint issue. No cartridge or cartridge tip damage was observed. The lens module was opened revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues; viscoelastic residue was observed below the lens module. A part of the handpiece was observed to be deformed. The plunger rod and plunger rod advancement were inspected revealing no issues. The lens could not be removed for evaluation. The product was forwarded to the manufacturing site for further evaluation. Evaluation and inspection of the product by an engineer scientist found that the lens was observed to be stuck in the cartridge and no ovd was observed inside the cartridge. A part of the handpiece was observed to be damaged. Based on visual inspection, it was determined that the complaint could be related to an insufficient amount of ovd used during the procedure which could cause or contribute to the complaint issue. The complaint could not be confirmed to be related to manufacturing. No further evaluation was performed. The complaint issue "lens damaged" could not be confirmed during product evaluation; however, the complaint issue "stuck in cartridge" was identified. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.